Event description:
After radiofrequency ablation procedure for 8 cm liver metastasis, noticed a skin burn on left thigh underneath dispersive electrode. First assessment was burn was minor; however subsequent assessment was burn required surgical debridement procedures.